Manufacturer narrative:
(B)(4). Sample will not be returned for evaluation.

Event description:
It was reported by the physician that one of the fellows experienced a problem with the spring wire guide (swg) that unraveled when it was removed from the catheter. The sales representative spoke with an attending physician and the physician's assistant (pa) that was involved in the case. They indicated that the swg was "readjusted" several times during insertion in order to advance the swg into position. The catheter was advanced over the swg and noticed some resistance when removing the swg. While removing the swg it began to unravel from the core wire. Additional information received from the sales representative on 4/23/2010 stated the swg did not separate, but unraveled and was removed intact. There was no intervention required.